Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad "down button" was sticking. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6, h10: h10:the device was received for evaluation. During functional testing, 'down button is sticking' was confirmed through visual observation as the second soft key from right was found worn. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the worn second soft key from right due to excessive use. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.